Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 280 mg/dl. The customer stated they were vomiting and had headaches prior to their hospitalization. Customer was wearing their insulin pump at the time of hospitalization. Troubleshooting found several no delivery alarms in the customer's alarm history. The customer stated the alarm was resolved by a complete infusion set change. Customer also did not have a bent cannula upon removal of their infusion set. Customer's blood glucose was 240 mg/dl at the time of the call. The customer reported experiencing blurry vision and sweating from their high blood glucose. The customer has treated their blood glucose with a manual injection. No additional information provided.